Event description:
A (B) (6) female with a history of lung cancer with metastasis to the tongue, who underwent elective hemiglossectomy and tracheotomy on (B) (6) 2010. On (B) (6) 2010, during routine suctioning by the respiratory therapist, the tip of a 14 french kendall red, rubber, latex-free catheter that was being utilized broke off and was reported as being retained within the pt. Upon withdrawal of the catheter from the trachea, approx 4mm of the tip was noted to be missing. A bedside bronchoscopy was performed but the missing catheter tip could not be located. The pt evidenced no respiratory compromise sequelae from the occurrence.